Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Manufacturer ref# pr374353 summary of investigational findings: it was reported that during a filter placement from jugular approach that the filter ¿jumped¿ which placed the filter in an undesired position/orientation and tilted. The tilted filter was then retrieved, and another device was used instead to place a filter successfully. There have been no adverse effects to the patient reported. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to instruction for use potential adverse events that may occur include, but are not limited to, the following: filter malpositioning there are adequate controls in place to ensure the device was manufactured to specifications. No device or images were provided and based on the information provided it would be inappropriate to speculate what caused the filter to ¿jump¿ from the jugular introducer and be placed in an undesired position. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: approach was gained from the jugular vein. When the physician released the filter in the ivc, the filter jumped and placed in the undesired site nor orientation, completely tilted. The tilted filter was retrieved with cook's retrieval set, but the filter became deformed during the retrieval. Therefore, another gunther was used instead and the filter of the replacement could be placed successfully. Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device marketed under PMA/510(k): k211874. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.